Manufacturer narrative:
.

Event description:
Caller reported aviva system blood glucose results of 203 mg/dl, 153 mg/dl, and 462 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.